Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Flush port cracked/ delivery system got stuck/ inner shaft broken: when the contralateral leg extension stent graft was flushed for implantation from the right femoral artery, the flush port was found to be cracked and leakage was observed at two points in the port. The physician decided to insert the delivery system, believing that the inside of the delivery system had been flushed despite the leak. However, the delivery system did not advance, and the guidewire was changed to a lunderquist (cook medical), and a dryseal (gore) was advanced more centrally. The delivery system was then attempted to advance but it became stuck and could not be advanced further. The leg extension stent graft was withdrawn, and another leg extension stent graft was used to continue the procedure. The delivery system was advanced without resistance, and the stent graft was implanted. The procedure was successfully completed. After the procedure, the device was tested for deployment on an operating table. The device could be deployed without any problems, but the inner shaft was found to be broken. Operation type: evar for abdominal aortic aneurysm no image available pre-case plan available no additional information available (tc# (B)(4) )" patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Flush port cracked/ delivery system got stuck/ inner shaft broken: when the contralateral leg extension stent graft was flushed for implantation from the right femoral artery, the flush port was found to be cracked and leakage was observed at two points in the port. The physician decided to insert the delivery system, believing that the inside of the delivery system had been flushed despite the leak. However, the delivery system did not advance, and the guidewire was changed to a lunderquist (cook medical), and a dryseal (gore) was advanced more centrally. The delivery system was then attempted to advance but it became stuck and could not be advanced further. The leg extension stent graft was withdrawn, and another leg extension stent graft was used to continue the procedure. The delivery system was advanced without resistance, and the stent graft was implanted. The procedure was successfully completed. After the procedure, the device was tested for deployment on an operating table. The device could be deployed without any problems, but the inner shaft was found to be broken. Operation type: evar for abdominal aortic aneurysm. No image available. Pre-case plan available . No additional information available. (B)(4). Patient outcome - "no health damage to the patient."